Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06/21/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the jaws were unable to be re-opened. The jaws were re-opened manually with no patient harm. Another device of the same type was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The reported condition of the jaws not opening while on tissue was not confirmed. Mechanical function of the latch mechanism was acceptable. The jaws opened and closed normally when the latch was retracted and released. The latch did not lock up when grasping tissue. The investigation found the device to function normally and within specifications.